Event description:
It was reported that this pacemaker system exhibited oversensing of noise on the ventricular channel. Variable right ventricular (rv) lead threshold measurements were also observed. No adverse patient effects were reported. At this time, this device system remains in service.